Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed no anomalies which would have contributed to a gas leak or deterioration in the gas transfer. The actual sample was rinsed, dried and subjected to the gas transfer performance test in conformity with the shipping test protocol. No anomalies were revealed and the obtained values met manufacturing specifications. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation result verified that the actual sample, after having been rinsed and dried, was the normal product with no issue in the gas transfer performance. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have contributed to the event. Oxygenator use and performance under standardized conditions are addressed in the device labeling. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) start gas supply with v/q=1 and fio2=100%n then make adjustments based on blood gas measurements; (2) a phenomenon called wet lung may occur when water condensation occurs inside fibers of micro porous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved; (3) measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender, to decrease pao2 decrease fio2 and to increase pao2 increase fio2. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox fx05 device. Follow up communication with the user facility confirmed the following information: (1) during the normal extracorporeal circulation, the actual sample functioned normally from the beginning of cool-down to before the start of rewarming; (2) when rewarming started, the gas transfer performance became lower; (3) the customer did not change out the actual sample and managed to wean the patient successfully; (4) the procedure was completed successfully; and (5) the patient's condition was reported as recovered.